Manufacturer narrative:
Device evaluated by MFR: onsite functional and visual examination was performed by a manufacturer representative. The door switch was adjusted and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry door would intermittently report as being open when it was actually closed.